Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the system logs showed multiple continuous resets. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. There was no evidence of the handle being unable to fire after pressing the green button, and there were no signs of any errors that would have lead to an exclamation mark and yellow sign. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. The most likely cause for the additional condition is traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during the gastric pouch creation in the stomach, the device did not fire. The surgeon was able to press the green button. There was an error message with an exclamation mark and yellow sign on device. Another reload was used to complete the case. There was no patient injury.